Event description:
It was reported that this presented to the hospital, due to dizziness and discomfort. The device check revealed no issues with threshold values, sensing, or impedances and daily trends looked normal. A holter monitor showed pacing rate at 30 paces per minute, as there was intermittent loss of capture (loc) on the right ventricular (rv) lead. Before a normal device replacement, the device was tested again, and the loc could not be reproduced. The physician suspected that the rv lead was starting to break. The rv lead was abandoned surgically and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.